Event description:
It was reported that the omni elite stent delivery system was advanced to an unspecified lesion. During stent deployment attempt, the stent did not deploy and remained in the sheath. A dislodged stent is suspected. The device was removed without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. A query of the complaint handling database revealed no other similar incidents reported from this lot. In this case, attempts to obtain additional clarification on the reported event were unsuccessful. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.